Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm during priming. The customer's blood glucose was unknown at the time of incident. Troubleshooting did not occur. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during out testing. The insulin pump was received with minor scratches on display window.